Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed. The receiver data log could not be downloaded. Hardware errors were not observed. The reported event of the receiver displaying hwbbt was not confirmed. A root cause could not be determined.